Manufacturer narrative:
(B)(4). The customer reported that an mp70 monitor fell. No patient harm was reported. After investigating, it was shown that there was no device or mounting hardware malfunction. There was no fixed stop installed in the customer installed wall channel. Based on the available information it is being considered that the issue is related to the customer installed wall channel and failure on the part of the customer to perform appropriate checks or maintenance on the mounting hardware. The device labeling (IFU) designates that the wall channel is a customer-installed component and the customer is to maintain the mount. No further investigation or action is warranted.

Event description:
The customer reported that an mp70 monitor fell. No patient harm was reported.